Event description:
It was reported the patient's ipg was replaced on (B)(6) 2022 due to being inoperable from no voltage present. Therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction-d4. Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable.